Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
The patient was hospitalized for hyperglycemia while using the aviva system. The patient had two aviva meters that were unavailable for use prior to the event due to a power issue. It is unknown when the patient last attempted to use the meters prior to the event. It is unknown when the patient last successfully tested on the meters prior to the event. The patient drove himself to the hospital because he thought he was having kidney issues. The patient experienced symptoms of frequent urination, dry mouth, and thirst. The blood glucose result on the hospital meter was 800 mg/dl. The patient was treated with insulin shots and insulin via IV. The patient was currently still in the hospital. It is unknown on how long the patient will be in the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.